Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during unpackaging, after the 3.5 x 12 mm vision stent delivery system (sds) was removed from the hoop, the new scrub tech inadvertently pulled the stent off the sds balloon when removing the stylet. The sds was not used in the anatomy and was replaced with a new vision sds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.